Manufacturer narrative:
(B)(4). The complaint sample was discarded by the customer and is not available for evaluation.

Event description:
Carefusion received a call from (B)(6) at (B)(6) surgery center.  She informed us that the jaws broke off of a k-0300 in a patient.  The surgeon was able to retrieve after 10 minutes and the patient is ok.  Additional information was obtained after speaking with the customer on (B)(4) 2012.  The incident occurred on (B)(6) 2012 during a lumbar disc extrusion.  A small piece of the instrument broke off and fell in the disc space of the patient.  The surgeon retrieved the broken piece approximately 10 minutes later.  There was no injury to the patient.  There was no additional intervention required, and the incident did not extend the procedure.  It is unknown at this time if the instrument is available for evaluation.  The instrument was given to sterile processing and may have been discarded.  Additional information was obtained from the customer on (B)(4) 2012.  The complaint sample had been discarded by the customer and is not available for evaluation.